Event description:
Litigation papers state the pt developed hip pain, leg pain, thigh pain, groin pain, difficulty walking, difficulty sleeping, pain with walking, pain when lying on his right side, pain arising from a seated position, pain with weight bearing, and looseness of the cup. Doi: (B)(6) 2009 - no revision at this time (right side). Update: (B)(6) 2011 - received der with revision date. Pt was revised on (B)(6) 2010 to address painful hip. Add'l parts/lots have been identified.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.